Event description:
It was reported that the patient had a revision done to move the lead down for better coverage. At the time of the revision it was a ¿hard revision¿ with lead placement difficulty. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3587a, lot# lc2091, implanted: (B)(6) 2005, product type lead (x2). (B)(4).